Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found out to be dislodged. Also, intrinsic amplitude had dropped. The patient does not require pacing and had not needed therapy. The therapy is currently off and the plan of revision will still be scheduled. Additional information obtained from the field which indicated that the dislodgement was confirmed through electrical performance and x-ray. To date, the lead remains in service. No adverse patient effects reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information obtained from the field which indicated that the lead was explanted. No additional adverse patient effects were reported.